Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1 initial reporter phone # (B)(6). The information for the additional medical device type is as follows: d.2b. Medical device type: jka. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a label with a temperature written on it. According to the instructions for use, tubes should be stored at 4-25°c (39-77°f), unless otherwise noted on the package label. A total of 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: storage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.